Event description:
It was reported there was telemetry failure. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head connector on the lem (link electronic module) printed circuit board assembly found broken/fractured. Analysis also found the system fan is noisy. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.